Manufacturer narrative:
Analysis of the ins (B)(4) determined that there was a parity power on reset (por) that was not cleared which did not affect the functionality of the implantable neurostimulator (ins). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that the manufacturer representative was having difficulty getting to the right spot when trying to charge a new ins in the box. During the charging of the new ins, the manufacturer representative got a power on reset (por) message on the ins recharger. It was reported that the manufacturer representative was finally able to get it to charge. The manufacturer representative did not know the specific type of por message and was not able to check at the time of the call. The manufacturer representative did not feel comfortable using the ins for implant due to the por and they sent to the device back to the manufacturer for analysis. There was no patient involvement and no complications are anticipated.